Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, the patient reported dizziness. Upon interrogation of the device, episodes of myopotential oversensing which inhibited pacing were noted. The myopotentials could not be reproduced during follow-up. The device was reprogrammed to resolve the issue. All lead parameters were within normal range. The patient was well during and after the appointment.